Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up the patient reported accidental fall resulted in a head injury with subdural hematoma. During device interrogation, an episode of ventricular arrhythmia in vt zone treated with atp and followed by accelerated rhythm in vf zone and treated with successful shock. The physician suspected that the fall was caused by the episode. The device will be replaced once it reaches normal battery depletion. The patient's condition was good.